Event description:
The customer reported that a staff pharmacist processed a compound order that exceeded the desired amount of insulin and that the compound order was administered to the pt before the error was identified. The customer reported that they believe the pt received 45 units of insulin. The pt's blood glucose decreased to 16 and required intervention by the medical staff. The medical intervention involved the infusion of dextrose. The pt was reported to have had no lasting adverse outcome as a result of this event and was released home.